Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient developed stanford type b complicated aortic dissection (persistent pain and pending rupture). On (B)(6) 2016, the patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis to repair the acute aortic dissection. Prior to the procedure, axillo-axillary bypass surgery was performed. The device was implanted with no issues. The patient tolerated the procedure. On (B)(6) 2016, one month follow-up imagings showed that the false lumen obtained partial thrombosis; however a new re-entry tear was developed distal to the device. It was reported that there was no re-entry tear observed distal to the primary entry tear prior to the device implant, and that the new dissection was device related. The physician elected to monitor the new dissection. On (B)(6) the patient was discharged. On (B)(6) 2016, six month follow-up imagings showed that the re-entry tear was resolved, and that the false lumen obtained complete thrombosis.